Manufacturer narrative:
H6: investigation summary: one mz1000 sample from an unknown lot was received without packaging for investigation; residual fluid was present in the device. As part of the feedback the customer provided a photograph of their experience. A visual inspection of the photograph, as well as analysis of the complaint sample identified the presence of a crack on the maxzero female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed that the mz1000 component had been in use for in excess of one month; please note the directions for use state 'change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations.'

Event description:
It was reported that the bd maxzero¿ needle-free valve bd maxzero¿ extension set had a crack. The following was recieved by the initial reporter: the product has been used since mid-june. Bdj received an actual used sample and confirmed there was a crack on its body.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needle-free valve bd maxzero¿ extension set had a crack. The following was recieved by the initial reporter: the product has been used since mid-june. Bdj received an actual used sample and confiiemd there was a crack on its body.